Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using a starclose se after a superficial femoral artery stenting procedure using a small hole sheath. Reportedly, after the trigger button was pressed in step #4, the clip was deployed, arterial bleeding continued. The clip deployed in tissue and not at the vessel wall. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported malposition of the suture could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Femoral angiogram results noted a calcification present at access site. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the patient calcification contributed to the reported difficulties deploying the clip or removing the device. Based on the returned device condition, a conclusive cause for the reported clip malposition cannot be determined. Factors that contribute malposition of the clip may include, but not limited to, the vessel locator wings not pulled back against vessel wall, user pulls back on the device during clip deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.